Event description:
During the nurse's hourly checks, she discovered blood and IV fluids in the bed. On further inspection of the IV line, she noted the IV extension set came apart at the microclave connection. The patient did not pull on the line, it came apart with him moving about the bed. (Below blue port of t-connector, just came apart)